Manufacturer narrative:
Manufacturer narrative: lens rotation is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The surgeon reports there is a planned lens replacement from spherical to toric. The lens had rotated. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.